Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 275 mg/dl. The customer used the bolus featured to correct his blood glucose. The customer was advised to disconnect to the insulin pump. The customer stated that the had scratches and cracks in the middle of the screen. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at a reservoir tube window corner. No crack was noted at the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.